Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. If implanted, give date: not applicable, as the lens was inserted and removed. If explanted, give date: not applicable, as the lens was inserted and removed. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the leading haptic of a ar40e 23.5 diopter intraocular lens (iol) broke mid way down the shaft while being inserted into the patient''s operative eye. Reportedly, the lens was fully inserted. Additional incisions were made to help remove the lens. One suture was used to close the incision, but there was no vitrectomy performed. Reportedly, the procedure was completed successfully using a backup lens with the same model and diopter size. There was no patient injury. No additional information was provided.